Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and fibrocalcific 80% lesion. The lesion was pre-dilated with a 2.75x12 mm and 3.0x8 mm balloon at 10 atmospheres and then the 3.0x48 mm xience xpedition stent was deployed. While removing the device and doing a check shot, a dissection was noted at the distal end of the stent. A 3.0x8 mm drug eluting stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.